Manufacturer narrative:
Based on the information obtained regarding the device, kci found evidence that the device had a collapsed power switch dome. There is no injury associated with this event. Kci is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician.

Event description:
On (B)(6) 2020, the following information was reported to kci by the wound care center representative: activ.a.c.¿ ion progress¿ remote therapy monitoring system allegedly self shuts down intermittently. On 16-jul-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications prior to patient placement. On 02-oct-2020, kci quality engineering performed an evaluation of the device. Inspection of the device found the power button/switch had a collapsed dome.